Manufacturer narrative:
Device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was having low voltage and power cable disconnect alarms while connected to the mobile power unit (mpu). Log files were submitted for review. The event log file data indicated that the patient connected to mpu power on 15aug2024 at 11:46:29. At 16:13:50, a sudden reduction of relative state of charge (rsoc) value was recorded across both power leads. Voltage values remained within normal expected ranges. The patient appeared to have switched to battery power and the alarm condition was resolved. The event log file data also indicated that the patient connected to mpu power on 8/15/2024 16:23:42. Then at 19:51:24, a sudden reduction of rsoc value was recorded across both power leads. The patient appeared to have switched to battery power and the alarm condition was resolved. The data indicated that the patient attempted to switch back to mpu power several times, however alarm flags were active each time a power lead was connected to the mpu.

Manufacturer narrative:
Section d1: brand name corrected section d9: device availability information corrected section g4: PMA # corrected sections h5 and h8: corrected for reusable medical device. Manufacturer's investigation conclusion: the reported event of power cable disconnect and low voltage alarms while connected to the mobile power unit (mpu) was confirmed via the submitted log files; however, it was not reproduced. Data from the reported event date of (B)(6) 2024 in the submitted controller event log file was reviewed. On (B)(6) 2024 at 16:13:50 and 19:51:24 ¿ 19:52:09 while connected to the mpu, the power cable disconnect alarm activated due to an invalid rsoc fault associated with the power cables being outside the expected voltage range. The alarm was not associated with a power source exchange and cleared shortly after each time. The low voltage alarm also intermittently activated with the power cable disconnects. The alarms did not affect the controller's ability to operate the pump at the set speed. There were no other notable alarms active in the log file. The mpu, serial (B)(6), was evaluated at the service depot. During the evaluation of the returned mpu, the system powered up as intended and ran in a mock loop for several days as intended. There were no alarms active even when the patient cable was manipulated. The unit passed all tests per mp, heartmate mobile power unit service. Preventative maintenance was performed, and the unit was returned to the customer site and is ready for use. A root cause of the reported event could not be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5-¿alarms and troubleshooting¿ explain how to troubleshoot the system controller, including power cable disconnect and low voltage alarms. The "patient care management" section of the IFU instructs the patient to keep a flashlight, fully-charged batteries, and battery clips within reach to be prepared for a power outage. No further information was provided. The manufacturer is closing the file on this event.